Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the ¿up¿ arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was undamaged. The pump powered up with auditory and vibratory features. The ¿up¿ arrow button responded intermittently. Removal of the keypad cover found contamination under the ¿ok¿ and contrast button contacts. In addition, the bolus button cover was found to be damaged. The reported button tactile issue was duplicated in the investigation. Unrelated to the button issue, it was observed that the verify screen was dim and discolored.